Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Continuation of d11: product ID 693565 lot# serial# tau056751v implanted: 2011-01-06 explanted: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after a routine device replacement procedure, the lead alert triggered, and the right ventricular (rv) lead exhibited high rv coil impedances. A connection issue was suspected. The lead was reprogrammed, and the lead and implantable cardioverter defibrillator (ICD) remain in use. No patient complications have been reported as a result of this event.